Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore, the issue could not be confirmed and the cause could not be determined. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
The customer contacted baxter?s technical service center to report low uf alarm while on the homechoice (hc) machine during use, patient connected in drain 5 of 5. The drain volume (dv) equaled 3230ml and the current uf equaled 810ml. The largest proescribed fill volume equaled 2000ml per home pateint's nurse. The baxter technical service representative (tsr) assisted with bypassing. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.